Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic assisted ileocecal resection, during port insertion, the air did not fill the 2 balloons completely and the balloons herniated to the side. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection the balloons, obturators, valve seals and doors appeared intact. The inflation syringes were received. The lock collar was broken on one of the devices. A functional evaluation found that the balloon was inflated, no leaks detected. The balloon had a slight irregular shape. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the irregular shaped balloon may occur when inflation deployment or deflation process in its tissue planes process, which could be resulted on a deformed balloon resulting on difficult to inflate. During clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of broken lock collar that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.